Event description:
It was reported that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support. No additional information was able to be obtained.